Manufacturer narrative:
Unit passed displacement test, sleep current measurement, active current measurement and self test. No battery alert noted during testing. Software error detected alarm found in the pump history (line number = (B)(4) and file number = (B)(4)). Problem isolated to electronic assemblies.

Event description:
The customer reported via phone call the insulin pump received pump error and failed battery alarm. The customer¿s blood glucose level was unknown. The customer assisted with troubleshooting for battery failed alarm and battery issue was resolved. The customer was able to successfully clear the alarm and complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.